Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no damage was observed. Sensor plug assembly was not properly seated and it was loose with sharp stuck inside. Unable to perform further investigation due to sensor pack not returned. If the sensor pack is returned, a physical investigation will be performed and a follow-up report submitted. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported the filament of the abbott diabetes care (adc) device remained in the customer's skin and caused pain and "reddish blue" bruising on the arm after less than a day of wear. The patient presented to the hospital where a healthcare professional (hcp) removed the sensor needle, applied alcohol and a band-aid. No medication was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date in h4 is the date abbott diabetes care (adc) became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported the filament of the abbott diabetes care (adc) device remained in the customer's skin and caused pain and "reddish blue" bruising on the arm after less than a day of wear. The patient presented to the hospital where a healthcare professional (hcp) removed the sensor needle, applied alcohol and a band-aid. No medication was provided. There was no report of death or permanent impairment associated with this event.